Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one opened sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned samples and no issues were observed. Investigation conclusion: a clog test was carried out on the returned samples and no issues were observed. No DHR review can be carried out as lot number is unknown. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing inability to deliver medication. The following has been provided by the initial reporter: needle blocked.